Event description:
Customer alleges that she went to sit in the chair and fell and broke her leg from the fall. Consumer went to the hospital.

Manufacturer narrative:
Consumer stated that the seat was adjusted improperly during her last repair from (B)(4) (a diviison of invacare corporation). The seat was adjusted too high and therefore the consumer was not able to transfer properly which caused the fall. A pride representative visited consumer, replaced batteries, and did an overall check of the device. The device is working properly.